Manufacturer narrative:
The previous gi bleed referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00707. The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00708. (B)(4). Approximate age of device ¿ 37 days. (B)(4). The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, during the patient¿s regular follow-up clinic visit, system controller history interrogation revealed elevated pump flow estimation values and a few speed decelerations. The patient was asymptomatic. It was reported that the patent¿s inr goal was 1.5-2.0, due to recent gi bleed. The patient was not taking aspirin at the time of the event. On (B)(6) 2017, the patient presented to the emergency department with mental status changes including confusion. The head CT confirmed a stroke. The CT findings were as follows: the ventricles were normal in size and configuration with no midline shift or mass effect. There was no evidence of intracranial hemorrhage or abnormal extra-axial fluid collection. There has been interval development of an area of low attenuation, involving the posterior left temporal and occipital lobes which appears compatible with developing acute infarction. MRI correlation would be helpful for further evaluation. This results in mild mass effect with sulcal effacement over the left posterior temporal occipital region. It was also reported that the patient¿s lactate dehydrogenase (ldh) level was trending up. It was reported that the system controller history revealed elevated pump power and flow estimation readings correlating with the initial neurological changes. The inr was subtherapeutic due to recent gastrointestinal bleeding. The patient was started on bivalirudin infusion. On (B)(6) 2017, additional elevated lvad power and flow estimation readings were reported. The patient¿s ldh elevated to 1990 u/l, and the patient was on argatroban. The patient was transferred to another hospital for a pump exchange. On admission, the ldh level was 2466 u/l, plasma free hemoglobin was 48 mg/dl, and the inr was 2.4. The patient¿s anticoagulation at the time was warfarin, heparin infusion, and aspirin. On (B)(6) 2017, an echocardiogram revealed suspected non-obstructing thrombus on the inflow cannula. On (B)(6) 2017, the pump was manually turned off by the lvad clinicians. The patient became progressively hypotensive over the next few hours. It was reported that retrograde flow through the pump was confirmed. A cardiac catheterization revealed the outflow graft to be obstructed. It was reported that the patient¿s hemodynamics improved, and that on (B)(6) 2017, the pump was exchanged for another manufacturer¿s pump. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus inside the pump. However, a correlation between the device and the reported stroke could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing. The severed portion of the driveline was returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The inlet tube revealed a red, tissue-like deposition that appeared to be fully occluding blood flow at this location. However, acute postmortem thrombus and blood were also present, which means the inlet tube may not have been fully occluded during pump operation. The deposition appeared to be thick, adhered biological lining that developed at this location over an undetermined period of time. This deposition appeared to have been caused by a low flow condition while the pump was operating. However, a specific cause for the development of this deposition could not be determined. The rotor body revealed a pink, tissue-like deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the deposition did not appear to have developed at this location, and seemed to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The distal portion of the rotor revealed a pink, soft deposition. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition appeared to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of hemolysis. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.